Event description:
It was reported that the patient was having a hard time healing from back surgery due to the ipg location. It was causing pain and discomfort to the patient. The patients lead was fractured and was not getting adequate coverage.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5043205. Product family: scs-ipg-r-MRI , upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 528482.

Event description:
It was reported that the patient was having a hard time healing from back surgery due to the ipg location. It was causing pain and discomfort to the patient. The patients lead was fractured and was not getting adequate coverage. Additional information was received that all components were explanted. The patient was doing well postoperatively.